Manufacturer narrative:
On 04 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of acteabular cup, head and liner in (B)(6) man due to recurrent dislocation occurred 2 months after primary cementless tha. According to the report, the cup was too vertical, and the radiographs confirm an unusual cup position. It is not known whether this position was acquired subsequently to an early mobilization or was chosen by the surgeon at the time of primary implantation. Batch review performed on 09 january 2017. Lot 162911: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to his hip dislocating. The cause of the dislocation was the cup was placed too vertically during the primary. The surgeon confirmed that the cup was too vertical. The surgeon revised the head, cup, screw, and liner. The surgery was completed successfully. X-rays available and explants are not available.

Manufacturer narrative:
This follow-up report is being submitted to amend the previously reported information: patient initials.